Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis was able to confirm the reported complaint. The tip-up fenestrated grasper instrument was found to have the main tube broken. A piece measuring approximately 0.134 x 0.239 was not returned with the instrument. This failure is typically associated with mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip-up fenestrated grasper instrument was inserted with no difficulty. After a collision with the camera, the instrument would not respond appropriately. An attempt to remove the instrument was made, the instrument was then noticed to be off and splintered at the metal to plastic shaft junction, making the instrument too large to pull through the trocar. Pieces of the splintered shaft were recovered by the surgeon. The instrument and the trocar were removed together and will be sent back to intuitive. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) contacted the site robotics coordinator and additional information was obtained: the fragments were retrieved and discarded. No post-operative tests were performed because they would not have been visible under x-ray. She stated the instrument broke near the end of the case. She has not heard of any complications to the patient post-procedure. She did not want to provide any patient information.